Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one guidewire in two segments in a guidewire hoop was returned for evaluation. Gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported stretched and fracture and material separation as guidewire unravelling was noted throughout the first guidewire segment, both the flat and round inner core wire of the guidewire were noted to be fractured and the guidewire was completely fractured and separated into two segments. The investigation is inconclusive for the reported failure to advance as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port placement, the guidewire allegedly caught in the tip of the introducer needle and damaged. There was no reported patient injury.